Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced oversensing and elevated sensing integrity counter (sic). In addition, the right atrial (ra) lead exhibited high thresholds and high pacing impedance. The leads were reprogrammed and the patient was sent to another hospital to have a chest x-ray performed to determine further action. No patient complications have been reported as a result of this event.